Event description:
It was reported the pt had a large frontal avm fed by 3 arteries and a single large draining vein. Physician injected 7 vials of onyx into an mca feeding branch and the pt was stable. Towards the end of the procedure, physician was able to access another feeding vessel off the aca, and decided to inject another vial of onyx. After this injection, the catheter was withdrawn and the pt was stable. Post procedure, the pt was woken and appeared to have no deficits. She was talking to her spouse about 2 hours after the procedure, when she got nauseous and passed out. Pt was diagnosed with a large interventricular hemorrhage and went into a coma. The pt reported to have expired.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed.